Event description:
It was reported that this implantable lead was part of a system revision due to an erosion. Reportedly, the device was exposed through the pocket due to the large size of the device. A revision was performed, the s-ICD and the implantable lead were explanted. A debridement inside the pocket was performed. There was no additional adverse patient effects were reported. This lead was explanted.